Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The expected fasting blood glucose test result range is 90 to 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 05/20/2018 and open vial date is 1 to 2 weeks. The meter memory recalled for test results performed (meter recently purchased): (B)(6). Adverse event not reported.